Event description:
The report stated that during a radio frequency ablation procedure, the unit displayed ll in the temperature window. Another needle electrode was opened and used, but the same problem occurred. Another generator was pulled and the temperature was properly displayed. The patient is ok.

Manufacturer narrative:
(B) (4). (B) (4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.